Event description:
It was reported to philips that the system was unable to perform motorized movements. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing planned treatment procedure was continued when the issue happened, and the procedure was delayed and was completed by after restarting the system. A philips remote service engineer (rse) observed that the system unable to perform motorized movements. Rse found that communication with geometry part was lost. To resolve the issue rse perform the several attempts to restart the system, cancelation of procedure and system switched off mains for some time. After several restarts, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.